Manufacturer narrative:
Submit date: 07/30/2015. An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 07/27/2015 that a customer had an issue with a dialysis catheter. The customer reports after the catheter being implanted one week the doctor found that there was leakage at the silicone extension. The doctor removed the catheter and replaced it with a new one instead. The patient was involved with no injury.

Manufacturer narrative:
Since a lot number was not provided, a device history record (DHR) review could not be performed. The product sample was not returned for investigation; however an attachment with 2 photos was provided by the customer. In the first picture, a hole was observed on the arterial extension tube of a catheter. In the second image, a fluid leak was observed in the arterial extension tube. This defect has been confirmed. Manufacturing performs 100% visual inspection on catheter extensions and 100% pressure (leak) test. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for the reported amount of time. The most probable root cause can be considered misuse; this defect was most likely caused by inappropriate use of sharp objects, repeated clamping or other similar damage. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Manufacturing performs 100% leak testing, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.